Event description:
The user facility reported a 56-year-old male patient was implanted with an impella device for mechanical circulatory support. The complainant reported the purge filter broke during CPR on the second day of support. A purge side arm bypass was performed with no harm to the patient.

Manufacturer narrative:
The device was returned and an evaluation was completed. Visual inspection of the returned pump confirmed a sidearm bypass was in place. The purge sidearm itself was not returned. Otherwise, no damage or abnormalities were found. When the pump was connected to the aic, it started normally and its performance was within specification. After reviewing the clinical information, it was determined that the cause of the purge leak was most likely damage to the sidearm filter during CPR. This report is being filed as part of a retrospective review of historical records.